Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. It was stated that the customer could not stand and lose control of bladder. The caller stated that the customer experienced low blood glucose the night before and he took something to bring it up, but he did not treat with the insulin pump. It was mentioned that the customer normally has to take a sneaker at night because he has lows. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.